Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.25x20mm taxus liberte monorail stent delivery system was selected to treat an unknown vessel. The stent delivery system was advanced but could not cross the target lesion. During withdrawal in the guide catheter, a stent strut was raised up. The procedure was completed with a different device with "no patient consequences".